Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6), 2011, this pt underwent endovascular repair using gore excluder aaa endoprostheses. A trunk-ipsilateral leg component was implanted from the left side and extended with an iliac extender component. A contralateral leg component was implanted. An iliac extender component was advanced and deployed in an attempt to extend the contralateral leg component. Completion angiography showed that the iliac extender component was not deployed inside the contralateral leg component, but was next to the contralateral leg component. The physician utilized another trunk-ipsilateral leg component as an aorto-uni-iliac device and performed a femoral-femoral bypass. The pt tolerated the procedure and was reported to be in good condition.